Event description:
On (B)(6) 2011, the pt underwent endovascular treatment of the thoracic aorta. A gore dryseal sheath was used for deployment of conformable gore tag thoracic endoprosthesis via the right external iliac artery. The devices were successfully deployed and the gore dryseal sheath was removed. Completion angiography showed that the right external iliac had ruptured. A balloon was inserted to control bleeding while the ruptured was repaired with a surgical graft. The pt required transfusion however, the amount of blood loss in unk. The pt tolerated the procedure. The tag devices implanted in the pt required a 22fr sheath. The outer diameter for the 22fr gore dryseal sheath used in this procedure measures 8.3 mm. The pt's right external iliac artery measured 5.8mm - 6.4 mm in diameter, this is more than likely the reason for the rupture of the external iliac artery.

Manufacturer narrative:
A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. The gore tag thoracic endoprosthesis instructions for use is intended for endovascular repair of aneurysms of the descending thoracic aorta in pts who have appropriate anatomy, including: adequate iliac/femoral access. The instructions for use (IFU) for the gore dryseal sheath states: adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the pt, including death, may result. If vessel size is smaller than the introducer sheath outer diameter, major bleeding, vessel damage, or serious injury to the pt, including death, may result.